Manufacturer narrative:
(B)(4). Physio-control has received the device for eval and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer was provided with a replacement device.

Event description:
It was reported that the device displayed all three (attention, chargepak and wrench) icons and failed to power on. There was no pt use associated with the reported failure.